Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a patient's programming history from the in-house database, it was noticed that the patient's settings upon initial interrogation on (B)(6) 2008 were set to unintended settings. Three faulted systems diagnostics tests occurred on (B)(6) 2007 prior to the patient leaving the clinic. The device was interrogated after the faulted tests, and programming was performed. However, final interrogation was not performed. The settings were later corrected on (B)(6) 2008.